Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was above 600 mg/dl at the time of incident and 600 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection and insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported that the customer alleging possible insulin pump under delivery as well as insulin flow blocked alarm and cannula was bent. Customer was performed displacement test and the test was passed. Customer wishes to perform the high pressure test. Customer was not using auto mode feature. Insulin delivery was not suspended due to sensor glucose verses blood glucose. Customer reported alarm did not occur during fill tubing. Customer reports event was resolved by infusion set change. Customer stated that the sensor had received change sensor alarm and sensor updating alert. Troubleshooting was completed for high blood glucose level and troubleshooting was declined for bent cannulas. The insulin pump will not be returned for analysis.